Event description:
It is alleged by the patient's representative, that "the patient underwent a total knee replacement, and developed an infection due to the implant."

Manufacturer narrative:
The identity of the device has not been confirmed. There is no additional information available at this time.